Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range left ventricular (lv) and right ventricular (rv) pacing impedance measurements. Additionally, increased rv and lv pacing threshold measurements were observed. It was reported, the lv lead was programmed to extended bipolar. When the lv was reprogrammed acceptable measurements were observed. The pocket was reopened to assess the rv lead connection. A tug test was performed and the lead was securely seated in the device header. Some noise was observed during the tug test. The rv lead was tested via a pacing system analyzer (psa) and all measurements were acceptable. The device was examined and there was no evidence of blood in the rv port. A new device was implanted and again acceptable measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted all seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Visual inspection of the header port noted the location of the lead seal ring marks indicated the lead had not been fully inserted within the port. This was likely the cause of the out-of-range pacing impedances and increased pacing thresholds on the rv lead.